Event description:
Loud gas leak coming from back of vent. Hoses were tight upon inspection. Leak appears to be coming from metal place where gas hoses attached to the back of vent; peep pressure was decreasing. Patient started to desaturating and was switched to manual ventilation while ventilator was being switched. No patient harm. Per biomed review, humidifier compartment does not close properly due to defective contact pin contact block assembly and defective pins replaced. Attached test patient circuit and set up unit to run ovp. Passed ovp and verified humidifier functions ok. Verified alarms operations ok.found built-in o2 blender malfunction causing excessive gas leak. Unit removed from ventilator cart and installed a good e-150 ventilator in its place.======================manufacturer response for ventilator blender, e 150 breeze (per site reporter).======================per our biomed, unit was sent to factory for pm.what was the original intended procedure?ventilation.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.